Manufacturer narrative:
Section b5 - "on (B)(6) 2025, the ICD was explanted and replaced as well" should not have been included.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture. Additionally, the far p wave oversensing was noted on the rv lead. Diagnostic imaging was performed, noting that the ra and rv leads had become dislodged along with migration of the implantable cardioverter defibrillator (ICD) due to twiddler¿s syndrome. On (B)(6) 2025, the physician capped/replaced the rv lead and repositioned the ICD. Additionally, the physician explanted and replaced the ra lead. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and twiddlers. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/ tissue. X-ray examination of the lead found the inner coil was over torqued at the connector region. After cutting, cleaning, the helix could be retracted and extended by applying torque directly to the inner coil, the full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited failure to capture. Additionally, the far p wave oversensing was noted on the rv lead. Diagnostic imaging was performed, noting that the ra and rv leads had become dislodged along with migration of the implantable cardioverter defibrillator (ICD) due to twiddler¿s syndrome. On (B)(6) 2025, the physician capped/replaced the rv lead and repositioned the ICD. Additionally, the physician explanted and replaced the ra lead. On (B)(6) 2025, the ICD was explanted and replaced as well. The patient condition was stable.